Event description:
A hospital reported a 200ml leak in a fisher and paykel healthcare rt240 breathing circuit. The hospital stated that, the breathing circuit failed the ventilator leak test.

Manufacturer narrative:
This report was prepared by rep. Method: the returned device was visually inspected. Results: when inspecting the rt240 breathing circuit, a puncture hole was detected on the wall of the evaqua expiratory limb. We have not been able to determine what caused the puncture, however, it is likely that a sharp object perforated the tube, either during set-up or by abrasion during transport vibration. Conclusions: the device failed prior to use. The failure was detected prior to being connected on a pt. We are aware of other complaints with similar event descriptions. The occurrence rate is approx. 0.01% worldwide for the last year. We will continue to monitor all complaints for such faults. During an audit of our complaints system we discovered that this complaint had regrettably not been reported within the required 30 day time-frame. This occurred at the time when we were transitioning to our new complaints handling department.